Event description:
Patient blood thinners on hold for neurosurgery for subdural hematomas. (B)(6) 2013 patient had severe abdominal pain, lvad power surges, vad continuously alarming. Vad not functioning, turned off per physician. Inotropes, swan/art line placed.